Manufacturer narrative:
Concomitant products: product ID 7438, serial # (B)(4), product type programmer, patient; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v218104, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported the patient had a loss of efficacy; he started shaking last night. It was noted the loss of efficacy was unrelated to stimulation therapy. There were no known accidents or incidents related to the event. It was also reported the patient kept getting the 9v battery light on his patient programmer (pp) however he was going to try purchasing new batteries to see if this helped. It was noted the patient could hardly write his name. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.